Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 109 mg/dl. The customer's mother stated that the alarm happened a few minutes prior and that the customer may have lied down on the device and pressed on the buttons for too long. The customer tried pressing esc and act to clear the alarm to no avail. Advised discontinuation of the insulin pump. Nothing further reported.